Event description:
It was reported that, pt is a quadriplegic and has reduced sensitivity from the neck down. He had a hip replacement in 2011 and he stated his recovery was very difficult. He also stated that he questioned his surgeon thoroughly about the corrosion issues because he knew about it from our competitors. When he feels pains it is extreme but on the other hand as an example if you stick a fork in his thigh he will not feel it. Pt had metal sensitivity test prior to surgery but he is now very concerned about this recall and how it will affect him. Pt will supply medical info to stryker. Pt will be speaking to legal counsel.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.